Event description:
Reportedly, on (B)(6) 2018 after 08:00 p.m. The patient felt a significant shock when he turned on his tv using a remote controller while sitting. The patient went to the hospital. A follow-up was conducted and it was concluded that the patient received an inappropriate shock due to ventricular noise oversensing. No noise was reproduced when provocative maneuvers were performed. The vf detection persistence was reprogrammed from 6 to 20 cycles and the remote monitoring follow-up interval was reduced from monthly to weekly. Ventricular autosensing histograms suggested that the amplitude of the noisy signal was 1.2 mv or lower. The ventricular sensitivity threshold remained programmed at 0.8 mv. Preliminary analysis results showed that the observed noise most probably resulted from electromagnetic interferences (emi) and/or myopotentials.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2018 after 08:00 p.m. The patient felt a significant shock when he turned on his tv using a remote controller while sitting. The patient went to the hospital. A follow-up was conducted and it was concluded that the patient received an inappropriate shock due to ventricular noise oversensing. No noise was reproduced when provocative maneuvers were performed. The vf detection persistence was reprogrammed from 6 to 20 cycles and the remote monitoring follow-up interval was reduced from monthly to weekly. Ventricular autosensing histograms suggested that the amplitude of the noisy signal was 1.2 mv or lower. The ventricular sensitivity threshold remained programmed at 0.8 mv. Preliminary analysis results showed that the observed noise most probably resulted from electromagnetic interferences (emi) and/or myopotentials.